Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, battery longevity data anomaly was observed. Different longevity estimates were noted on several interrogations. The patient was referred for an ICD generator change, but the procedure has not been scheduled. Capacitor maintenance charges are suspected to be the cause of the anomalies. No further information was provided.